Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump went blank upon start up and was not communicating with the central control monitor. The user was able to reset the battery and the device began functioning as expected. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.